Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote fc balloon catheter. The balloon was loosely folded. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole at the markerband. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via femoral artery utilizing an ipsilateral antegrade approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left posterior tibial artery. After a micro catheter and a guide wire crossed the lesion, a 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was advanced for dilation. However, during the first inflation for 60 seconds, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with another coyote mr balloon catheter. No patient complications nor injuries were reported.